Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a hemodialysis (hd) patient passed away while performing treatment on (B)(6) 2017. Per biomed tech the nurse stated the machine worked ok and no alarms/symptoms occurred. Follow-up was made with the facility registered nurse (rn), who stated she was unwilling to disclose any patient information due to patient privacy/confidentiality. The rn stated the machine did not have any issues during set-up and that the machine did not alarm at the time the patient expired. The rn stated the facility used fresenius dialyzers, bloodlines, acid concentrate and bicarb concentrate delivered via jugs. The catalog and lot numbers of the fresenius products were unknown. No samples were obtained to be returned for evaluation. Although requested, no further patient specific or event related details were made available.

Manufacturer narrative:
Conclusion: based on the available information it cannot be determined if there is a causal relationship between the death of the patient and the 2008k machine, however, there are no allegations of a malfunction against the machine or any fresenius products as the hd nurse stated the machine had no issues during set-up, no alarms and did not require any service before being put back into service after this death. It is unknown if the patient had any underlying condition or ailment that could have caused or contributed to the death. At this time without additional information no conclusion can be made that there was or was not any causal relationship between the patient¿s death and the 2008k machine. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An sap search was performed to obtain the most recently delivered lot number to the patient¿s dialysis unit within the past three years; however, no dialyzer product had been received by the reported client number within this time frame. An additional client ID number from the same clinic was found in sap. A search was performed and it also yielded no results of any dialyzer delivered to the facility. As such, a record review could not be completed.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, a facility biomedical engineer contacted technical support to state that one of the hemodialysis (hd) machines was being rejected by the hd nurse due to a patient having expired while performing hd treatment on that machine. During a follow up call to the hd nurse on (B)(6) 2017, it was documented that this unidentified patient did expire on (B)(6) 2017 (unknown cause) during hd treatment, but that the nurse did not want to provide any patient information due to privacy and confidentiality. The nurse did state that there was no issue with the machine during set-up and there were no alarms. The patient expired while connected to the machine. The events surrounding the death are unknown and it is unknown if any life sustaining measures were taken. The hd nurse also stated that no machine repairs were needed and the machine was placed back in service. No other information is available. Although requested, no further patient specific or event related details were made available.